Event description:
Surgeon's first trial of certas plus, he primed the distal catheter but not the valve itself as he's not used to doing that with strata. Ventricular flow was very strong as soon as he hit the ventricle. But when completed the shunt system, he could not get distal flow to drip. Pumping the reservoir caused distal flow but would not flow without pumping, waited for 5-8 minutes without a single drop. As soon as he switched it over to a strata valve, it dripped right away. Please send investigation results back to rep. No delay in surgery. On (B)(6) 2015 per rep, there were no adverse consequences to the patient and: "there was a delay of about 10 min while we waited for distal flow and tried to troubleshoot. During this time the cp valve was connected but never actually implanted."

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.